Event description:
During a ptca procedure, the tip of the pt graphix guidewire came off in the patient and moved to the distal lad and apex. It was further reported that surgery was discussrd but the physician decided to leave the wire tip inside the patient. The lesion being treated was in the left anterior descending (lad0 coronary artery. No patient injuries or complications were reported. Patient kstaus is reported as 'ok'.